Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test. An internal inspection revealed no problems. Measured main ground bus resistance from door post to power entry module rear ground prong, total ground bus resistance was 8 milliohms. Inspected main ground bus endpoint connections for contamination; none found. Tested main ground bus for intermittent operation; no changes were observed in the total ground bus resistance with agitation of the main ground bus components. Rite test encountered a failure of ground bond, with an assignable cause of undetermined, not enough evidence was available to make a determination. Baxter will continue to monitor similar reports to determine if further actions are required.